Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +7%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition. A review of the event log found no evidence of an issue. Delivery accuracy testing was performed and duplicated the reported issue. It was unknown what caused the issue. Based on the evidence, the root cause was unable to be confirmed.